Event description:
It was reported that prior to a colectomy procedure, the package was opened; the corner was peeled back. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Upon visual inspection of the partially opened package, it was noted that there was delamination of the tyvek causing the tyvek to rip and not peel cleanly from the blister. There was also a long knife cut on the tyvek. The tyvek tore when the package was opened due to tyvek delamination. Package integrity was not affected. Tyvek delamination causes the package to be difficult to open. Opening technique may have contributed to the delamination as well. Tyvek quality for this lot was evaluated at the supplier. No non-conformances were found. The tyvek was sliced open as well. The package blister was fine with no defects and there was evidence of seal transfer from the tyvek to the blister flange on the entire circumference of the blister. Batch history records were reviewed with no protocols, defects, non-conformances or quarantine noted. The product met all in-process and finished goods specifications upon release of the product.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.